Event description:
The customer reported that they installed new battery and unit shut down. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that they installed new battery and unit shut down. There was no report of pt involvement. A third party repair service technician went to the customer sit and could not recreate the reported failure. All performance assurance testing passed. The unit remains at the customer site. Due to not being able to recreate the reported failure we can not determine the cause of this reported issue.